Event description:
Review of the submitted log file found that no external power alarms were captured on (B)(6) 2022 at which time the mobile power unit (mpu) appeared to lose external power. Related manufacturer's report number: 2916596-2022-01382.

Manufacturer narrative:
Patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event, of loss of external power alarms, was confirmed in the submitted heartmate ii lvas controller log file. The loss of external power event occurred while the patient was using the mpu as their power source. The event log file contained approximately 36 days of patient event data. There was one loss of external power event that occurred with the patient using the mpu. The controller operated on backup battery power during the event. The mpu was the power source before and after the event. Based on the power source indicator (rsoc) and power cable lead (operating) voltage, the mpu output was lost. Per the log file, the mpu appeared to be operating properly before and after the events. Multiple requests for the return of the mpu and additional event information were sent to the customer. The mpu was not returned for evaluation; no additional information was reported. The root cause of the loss of external power while operating on the mpu was unable to be determined in this analysis. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook (rev c p.60). System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook (rev c p. 185 - alarms and troubleshooting, p.194 ¿ no external power alarms; p. 204 mpu alarms). Exchanging external power sources is addressed in the heartmate ii lvas patient handbook (rev c p.63, p.78 and p.131 ¿ ¿at least one system controller power cable must be connected to a power source ¿ either the power module or two heartmate 14 volt lithium-ion batteries ¿ at all times.¿) no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.